Event description:
It was reported that the leads were thought to have been damaged or moved following a valve surgery a few days prior. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.